Event description:
Dexcom g4 continuous glucose monitor for brittle diabetic at approx 3am. Husband checked calibrated receiver - indicated that blood sugars were normal (approx 115) while wife was asleep. At a little before 6 am husband tried to wake unresponsive wife and could not, finding her in the exact same position she was in at 3am. Checked dexcom and it indicated that her blood sugars were the same (approx 115). Husband checked blood sugars via one touch verio meter. Indicated that the blood sugars were 22. Checked a second time with different finger and got the same number (22). At this time a glucagon was administered. It took almost two hours for wife to regain functionality. Based on dexcom numbers at 3am, a manual blood sugar check wasn't indicated, but because the dexcom was wrong (and very far off) it is possible that the blood sugars were life-threateningly low for several hours. FDA safety report ID# (B)(4).